Manufacturer narrative:
This is a correction for evaluation code method, result, and conclusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3. The event date is an estimated date, year valid. Additional review indicates the information regarding the broken lead wire was already reported in manufacturer¿s report#: 3004209178 -2016-21987. Any additional information regarding the broken lead, motor vehicle accident and initial report of shocking will be submitted as a supplemental submission to that report. Any additional information regarding the #10 wire still shocking and migraines will be submitted as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va1atk5 serial# implanted: (B)(6) 2016 explanted: product type lead product ID 3387s-40 lot# v228061 serial# implanted: (B)(6) 2009 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in a motor vehicle accident on (B)(6) 2016 and have pain at the base of the skull. It was stated that "physical therapy want to do electrical stimulation behind neck area." The patient is at the physical therapy office because they have whip lash. The patient reported that they did not have pain at the base of their skull, but at the top of their skull where the wires broke and were shocking them. It was further noted that "they re-did the wires/"had a revision in 2016 and it is now better, with the issue resolved. It was stated that the #10 wire is still shocking, and that they are getting migraines 2, 3, or 4 times per week since 2009 implant and do not know if this is caused by the leave, but they have not done anything about it yet. The patient cannot feel the shocking sensation "like they did with the other" and does not know if this is what is causing the migraines or not. The healthcare provider (hcp) is aware of the issues, and is the one who confirmed the #10 wire was still shocking. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.